Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged "wakes up in the morning and feels nauseous, spoke with doctor, did tests, didn't find anything, then last year had issues with one nostril being plugged, went to him again, got nasal spray". The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged "wakes up in the morning and feels nauseous, spoke with doctor, did tests, didn't find anything, then last year had issues with one nostril being plugged, went to him again, got nasal spray". There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation concluded that the evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow and also observed customers humidifier heater plate did heat. An internal and external visual inspection of the device was completed by the manufacturer and found that the ui (users interface) knob broken, air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid, blower motor, bottom enclosure and surrounding area. Dust-like and hair-like contamination inside of the blower box and blower motor. The air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had dust-like and hair-like contamination on top of it. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. In this report, box b, d, h has been updated/corrected.